Manufacturer narrative:
Follow-up 6/3/2016: contact reports customer continues to have difficulty controlling blood glucose (bg) levels and is experiencing elevated bg levels in the 400s (mg/dl) range. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had difficulty managing their blood glucose (bg) levels; however, no specific bg impact or value was provided. Reportedly, customer changed infusion site, infusion sets and adjusted their basal rate to address bg levels but bg levels still remained outside target range. Contact was put in contact with a tandem representative/health care provider for additional pump training.